Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the al326 worked fine on the first firing. On the second firing the clip did not form on the vessel and it fell out of the jaws. This occurred a few more times. Another al326 was opened and the same difficulty was encountered. The surgeon then converted the 355ld subxphoid trocar to a 511sd and used an er320 to complete the procedure without difficulty. There was no consequence to the pt.